Event description:
It was reported that diagnostics on a patient resulted in high lead impedance. At this time, no x-rays or interventions have been taken and no patient trauma or manipulation was reported. However, good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.